Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels in the 200s (mg/dl) since (B)(6) 2015; however no specific dates or bg levels were provided. Customer treated bg levels by administering a bolus. The customer thought that the settings on the pump needed to be adjusted.